Event description:
It was reported that the customer needed to replace their pump due to an unspecified issue. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections as a backup therapy and instructed on how to return the problematic pump. A replacement pump with updated software was sent, and the customer acknowledged the necessary steps for setup and return of the old pump.